Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference svn: (B)(4).

Event description:
Customer called to report that he was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose levels at the time of emergency room visit was 400+ mg/dl. Current blood glucose reading was 150 mg/dl. Customer reported symptoms related to their high blood glucose levels included nausea and vomiting. Customer reported that he treated his high blood glucose levels with manual injections. Customer stated significant events leading to emergency room visit was low reservoirs alerts on his insulin pump for sometime due to not being able to load another reservoir. Customer stated that the transfer guard for his reservoirs was ran over, so he could not load his reservoirs with insulin. Customer was not wearing the insulin pump at the time of emergency room visit. Customer stated that the pump was removed right before going to the hospital. Troubleshooting was not done. Therefore, the root cause of blood glucose issues could not be determined.